Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during prime. Per the initial report, the home patient (hp) had changed out the cassette and not the supply bags. The hp stated she started over with a new cassette but did not change out the solution bags. The technical service representative (tsr) informed the hp to start over with all new supplies. Global product surveillance (ps) contacted home patient (hp) on (B)(6), 2011. The hp was able to complete therapy with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error where the home patient had changed out the cassette, but not the supply bags is confirmed because a partial swap of materials is a use error that can cause contamination. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was undetermined.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.